Manufacturer narrative:
The following fields were updated due to additional information: b1 adverse type: product problem and adverse event. H1: type of reportable events: serious injury. H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that an unspecified bd needle had the needle and holder spin out. The following information was provided by the initial reporter: "description of the incident : the sampling body (delivered in the department for some time), did not remain screwed to the adapter during venous sampling. Clinical consequences and current condition of the patient or person involved: puncture of the nurse in the palm of the hand due to the exposed adapter. Actions taken for the patient in relation to the dm : patient's parents and health care providers notified, aes protocols applied: needlestick injury declaration and serology performed for the patient and the nurse."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd needle had the needle and holder spin out. The following information was provided by the initial reporter: "description of the incident : the sampling body (delivered in the department for some time), did not remain screwed to the adapter during venous sampling. Clinical consequences and current condition of the patient or person involved: puncture of the nurse in the palm of the hand due to the exposed adapter. Actions taken for the patient in relation to the dm: patient's parents and health care providers notified, aes protocols applied: needlestick injury declaration and serology performed for the patient and the nurse."